Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) a dot was observed on the lens. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The product was returned. The returned lens matches the provided photo(s). Solution was dried on the lens. A scratch is observed on the anterior surface of the optic. The reported ¿dot¿ was not found upon return. The product investigation could not identify a root cause. The reported ¿small thread¿ was not observed. The particle may have been lost/shifted off the lens during return shipment. There are no other complaints in this lot. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The lens was not returned. A photo was available. The lens case was shown disassembled. The lid was mylar facing up next to the lens case base. The lens was positioned incorrectly and posterior surface up inside the #78(iw) lens case. The reported "dot" could not be observed in the photo. The photo was magnified to attempt better viewing of the reported complaint. The quality of the photo decreased upon greater magnification. The reported "dot" / foreign material could not be observed in the photo. Product history records were reviewed and documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).